Manufacturer narrative:
Reference medwatch MFR# 2916596-2017-01796 for the gi bleeding events. Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 2 years. Device evaluation: no device-related issues were discovered during the evaluation of the returned pump. A direct correlation between the evaluation findings of vad-57849 and the reported increase in the patient's ldh levels could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Upon disassembly of the returned pump, visual inspection of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient underwent a pump exchange on (B)(6) 2017 due to a sudden rise in lactate dehydrogenase (ldh) level. The patient had reportedly dropped the system controller a few weeks ago, with subsequent pain and redness at the driveline exit site. The system controller remained in use, as no issues were identified with the controller. Treatment with oral antibiotics was initiated; however, the patient reportedly stopped taking the antibiotics. The patient was taken to the hospital for IV antibiotics as the pain did not get better. It was reported that anticoagulation medication had been discontinued for previously unreported recurrent gastrointestinal bleeding. There had been no issues with the ldh levels prior to the patient dropping the system controller. On the night before the pump exchange, the ldh increased from the 600's u/l to over 1400 u/l. Treatment with coumadin, heparin, and integrilin were initiated with no improvement in the ldh level. The device was subsequently exchanged. No additional information was provided.